Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, lesion in the circumflex (cx) artery. A 3x38mm xience sierra drug eluting stent system (dess) was advanced but could not cross the difficult anatomy and the stent dislodged from the balloon unbeknownst to the physician. Upon removal of the device from the anatomy, it was noticed that the stent was not on the balloon or in the target lesion. The stent was located in the distal aorta. Two snare devices were used to pull the stent out of the aorta, into the sheath, and was removed without issue. An unspecified balloon was used to dilatate the lesion to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned stent implant. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.